Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) due to the right universal surgical manipulator (usm) arm on the surgeon side console (ssc) was drifting more than usual when the surgeon had their head in the high resolution stereo viewer (hrsv). The tse explained that, by design, the brakes did not engage while the surgeon¿s head was in the hrsv, which could allow the master tool manipulators to drift due to gravity or uneven floors and could cause corresponding instrument movement. The customer stated that the surgeon perceived the drift as greater than usual. There was no reported injury. Isi contacted the customer and obtained the following information: the reporter believed the surgical procedure was able to be completed successfully.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported complaint. The fse performed gravity compensation test on right master tool manipulator (mtm) and it failed. The fse performed calibration on both mtms. The mtm gravity compensation test passed. The system was tested and verified as ready for use. While a definitive root cause cannot be established since the reported complaint was not replicated during onsite testing, a potential root cause for this failure can be attributed to a calibration loss of the affected mtms.